Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for one patient from the cobas 8000 e 801 module, serial number (B)(4). The customer reported out the results to a physician who asked for re-measurement of the sample. Sample from the patient was submitted for investigation and was tested on a centaur analyzer, cobas e 411 immunoassay analyzer, e 801 module, and a cobas 8000 e 602 module. Refer to the attachment to the medwatch for all patient data. This medwatch is for ft4. Refer to the medwatch with patient identifier (B)(6) for the tsh assay, and patient identifier (B)(6) for the ft3 assay.

Manufacturer narrative:
The patient's sample was provided for investigation. The investigation determined the results generated at the customer site were confirmed. An interfering factor against a component of the reagent was not identified. The investigation did not identify a product problem. The cause of the event could not be determined.